Manufacturer narrative:
The returned ipg was analyzed and was not functional. An internal electrical test revealed excessive leakage due to circuit damage. With all the available information, boston scientific concludes the reported event was confirmed. The returned device could not be charged nor establish a communication with a remote control or a clinician programmer. Exposure from high voltage transients could cause this failure. It couldn't be determined if an electrocautery was used during the explant procedure. However, based on the signature of damage, device was most likely exposed to electrocuatery during a lead revision.

Event description:
It was reported that following a revision procedure the patient was having difficulty charging the ipg. It was also stated that the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg will be returned.

Event description:
It was reported that following a revision procedure the patient was having difficulty charging the ipg. It was also stated that the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg will be returned.